Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found that the flare was detached. The handle cannula, dongle shaft and the key were in good condition. The cannula in the crimping section was inspected and it was also in good condition. There was an evidence of flaring process. The complaint was confirmed, although the device does not have the handle broken, the device flare is detached. The review and analysis of all available information failed to indicate the root cause of this complaint. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
This report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00141 for the other associated device information. It was reported to boston scientific corporation that a rotatable medium oval snare was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the plastic sheath was detached and the handle was broken. A second rotatable snare was used and encountered the same issue. A third rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00141 for the other associated device information. It was reported to boston scientific corporation that a rotatable medium oval snare was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the plastic sheath was detached and the handle was broken. A second rotatable snare was used and encountered the same issue. A third rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.